Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was stuck. A field service engineer found bearings missing in drawers 4.1 and 4.2 of the auxiliary cabinet. Drawer 4 was replaced and configured, and a full hardware test application was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 got stuck, and it was suspected to have a rail issue. The customer mentioned that it was sticky, and the nurse had to slowly force-pull it. The customer stated they were able to retrieve the medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.